Manufacturer narrative:
(B)(4).

Event description:
It was reported "the plyoymer clips are not loading in the jaw properly. The alignment of the jaw of the applier has gone defective." This was found prior to use. There was no patient invovlement.